Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Product was not returned or pictures not provided. Device evaluation could not be performed. The DHR review can¿t be performed as the item/batch number was not provided. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision surgery of a competitor's implant, it seemed as if not cemented. Investigation has been completed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: concomitant medical product numbers: reference number: 61.27.00-48, item name: modular-bipolar shell 48, lot: 3096595. Reference number: 61.27.28-46, item name: modular-bipolar insert 28/46, lot: 3093076. Reference number: 01422800, item name: stainless steel femoral head atf, lot:b798-211413. Reference number: 2502104, item name: cemented silene stem, lot: b775-211409. Reference number: 50.10.10, item name biosem ii bone plug, lot: p72113b0421. We have been provided with the product numbers for the reported opipac bone cement together with the concomitant medical product numbers. A review of device manufacturing quality record indicates that the released product met all requirements to perform as intended. This additional information does not alter the previously reported evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.